Event description:
It was reported that the device was explanted after an implant duration of 31 months, due to mitral regurgitation. Reportedly, the patient experienced dizziness.

Manufacturer narrative:
The device was received on 10/24/2008, however, the evaluation has not been completed.